Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No evidence of device malfunction was found during the investigation. The log review confirmed the ilet was operating as intended, dosing requests aligned with cgm trends, and no malfunction alerts occurred just prior to or on the day of the event. The low bg event appears to have followed a period of prolonged hyperglycemia due to insulin depletion, with hypoglycemia likely resulting from correction dosing after insulin delivery was restored.

Event description:
On (B)(6) 2025, a user experienced a low blood glucose (bg) event with a reported nadir of 50 mg/dl, accompanied by symptoms of dizziness and weakness. The ilet provided a low bg alert. Emergency medical technicians (emts) responded to the event and ensured the user consumed carbohydrates. No injections or other medical treatments were reported. The user's bg stabilized to 120 mg/dl later the same day.